Event description:
It was reported that the medium was found in the balloon, when the md injected contrast medium after insertion, making it difficult to remove the balloon. There were no reported pt complications.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.